Manufacturer narrative:
Physio-control product analysis center evaluated the customer's device and verified the reported issue. The root cause of the reported issue was determined to be due to the lid switch, sw5. The device was archived by stryker.

Event description:
A customer contacted physio-control to report that their device would not power on when the lid is opened. As a result, a delay in defibrillation may occur, as the users has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer will be provided with a replacement device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device would not power on when the lid is opened. As a result, a delay in defibrillation may occur, as the users has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.